Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent an unknown procedure approximately 16 months ago and the mesh was implanted. Two months after surgery, the patient developed bacterial and urinary tract infections. The patient continues to develop bacteria and urinary tract infections in the three-month intervals and visits ers. Prescribed medications are erythromycin d and ciprofloxacin at 1000mg for 5 days. The patient also is experiencing ¿somatic chrons¿, continuous digestive issues and problems, swollen and inflamed upper stomach area, continuous pudendal nerve pain and damage, acute groin and colon pain, "red bumps" and rash over legs, stomach, between shoulder blades, microscopic hematuria, diverticulitis, constant nausea, severe exhaustion, and problems of sitting for long periods as pudendal nerve inflames. Additional information has been requested.